Event description:
It was reported that the 9800 systems x-ray switch on c-arm is sticking. It was also noted that the brake is not working on the rotation of the arm, casters are needed on the workstation and printer image quality is poor at times. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the flip flop assembly, cross arm brake assembly, printer, work station casters and x-ray switch. The system was tested and found to be working as intended and placed back into service.